Event description:
The clinician reported that 26 days after the dental implant was placed in ada site 14 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The site was grafted. The clinician reported an infection, fistula, pain, inflammation and swelling in this patient with fair oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.